Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer's blood glucose (bg) was 720 mg/dl; cause was not known. Customer delivered a bolus via the pump, administered an insulin injection, and performed an infusion set change to address bg level. After administering an additional injection of insulin, customer went to the emergency room, and was subsequently admitted to the hospital. Customer was administered insulin while hospitalized to address bg. Elevated bg resolved with no injury. Customer was discharged the same day. Pump system check was performed. No issues were observed with the cartridge or infusion set; pump was found to be functioning as intended. Customer was using fiasp insulin and customer was recommended to change the type of insulin used as fiasp is not labeled for use with the pump.